Manufacturer narrative:
One catheter was received for evaluation. The syringe, contamination shield and introducer were not returned. The balloon had a rupture in the central area; residual latex was observed at both the proximal and distal bonds. The balloon latex was not returned. The inflation lumen was found occluded with what appeared to be blood. All through lumens were tested and found patent without any leakage or occlusion. No visible damage was observed on the catheter body under 10x magnification. Although the customer report was confirmed, there was no evidence of manufacturing nonconformance found during the evaluation. It could not be determined if some anatomical or procedural factors may have contributed to the balloon rupture. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during a right heart catheterization in the cardiac cath lab, the balloon ruptured and detached from the catheter while in the patient. After the balloon "popped", it was no longer visible on fluoroscopy and could not be retrieved. There were no patient complications reported. The balloon was tested prior to use.